Event description:
The customer alleged they were having a ferritin gen4 imprecision issue on their c501 analyzer for one patient. The patient had two blood samples tested that were drawn on (B)(6) 2014. On (B)(6) 2014, the patient's ferritin result from the first sample was 5 ng/ml and the technician reported it outside the laboratory. The clinician immediately called the laboratory and asked them to repeat the sample as it was not "clinically correlating". The repeat result was 2362 ng/ml and an amended report was sent. The customer stated the clinician did not change any medication nor did he request any further investigation. The patient was not affected by this event. On (B)(6) 2014, the ferritin result from the second sample was 5 ng/ml. The initial result was reported to the clinician, but the laboratory was asked to repeat the sample as the clinician believed the result was not clinically correlating. On (B)(6) 2014, the sample was repeated and the result were 1804.8 ng/ml accompanied by a data flag and 1795.0 ng/ml accompanied by a data flag. There were no adverse events. The ferritin lot number was 697706 and the expiration date was 02/28/2016. The field service representative cleaned the sample probe. He checked the calibration, quality control, storage facility, and the pre-analytic process.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The investigation was unable to determine a specific root cause. Additional information was requested from the customer but not provided. The patient's sample was repeated again on (B)(6) 2014 with a result of 2015.5 ng/ml accompanied by a data flag. It was noted the customer obtained abnormal probe sucking alarms. The most probable root cause was too little sample pipetted due to a clot.